Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation results: summary: two samples were returned to bd for evaluation. A quality engineer was able to inspect the samples and found that the saline solution was underfilled thus verifying the reported issue. The saline solution was found to be at the 3ml mark and should've been at the 5ml mark. There was most likely an issue with these being detected during process inspections. A device history review was performed on the reported batch and revealed that all checks were under the aql complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Conclusion: DHR/bhr review there is documentation for low fill volume being found twice during plunger rod qc checks on october 8, 2017. An aql of 0.25% was performed each time and both checks passed. Investigation comments: all our inspections performed while manufacturing this batch were accepted; there were two instances where low fill volume was detected; stat sampling was performed and passed. Update may 1, 2018. A sample was received. It has no packaging flow wrap, it has the tip cap, plunger rod-rubber stopper and saline solution. The barrel label confirms the lot#7264801. The saline solution is up to the 3ml mark; this is 5ml syringe. Product within specification? Yes/no? CAPA not required for this event. Root cause: possible root cause could be product with low fill volume may have made it through to packaging. Update may 1, 2018. Possible root cause. An escape when the low fill volume was detected in the process inspections.

Event description:
It was reported a 5ml bd posiflush¿ syringe was incorrectly filled to the 3ml marking. There was no report of exposure, serious injury or medical intervention.